Manufacturer narrative:
P-cap / reservoir locks properly into place. However, unit received with broken off piece at the battery tube threads making it impossible to lock in place the test battery cap. Unable to verify software version or perform displacement test due to physical damage to case. Unit received with missing battery cap and cracked case at the battery tube area. Unit received with minor scratched display window and case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.